Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned several motor error alarms during tubing fill within the past month. Blood glucose level was 82.8 mg/dl at the time of the call. No further information was provided.